Event description:
Lead management case to extract two cardiac leads due to pocket erosion and systemic infection of the ICD system. Both the 5076 ra lead (implanted 72 months) and the 6947 rv lead (implanted 72 months) were prepped with lld ezs. Both lld ezs were advanced completely to the distal tip of each lead prior to locking in place. The physician began with the ra lead first, which was removed with gentle traction alone. The rv lead required further intervention as traction alone did not remove the lead. A 14f glidelight laser sheath and teflon outer sheath were slowly advanced with very little resistance until the area of the svc coil. The physician advanced the laser slowly while holding traction on the lead; the laser progressed past the svc coil and the physician continued to advance towards the distal coil. Small amount of fibrosis and binding were encountered as he advanced the glidelight further; however, progress was not slowed. Once the glidelight passed over the distal coil gentle traction was applied removing the lead. After the removal of the glidelight and outer sheath, the patient's blood pressure began to drop rapidly. CT was called and a sternotomy was performed, a small perforation was discovered in the area of the ra/svc junction. The perforation was successfully repaired and the patient survived intervention.